Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.5/074 (sphere/cylinder/axis) tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. The reporter states the cause of this event is unknown.